Event description:
It was reported that the patient complained of occasional lightheadedness and was near syncope at random. It was also reported that the right ventricular lead triggered a lead warning and had automatically switched to unipolar pace/sense. Frequent ventricular oversensing and non-capture were noted along with noise and elevated threshold. The lead was programmed back to bipolar pace/sense and sensitivity settings were adjusted, but occasional oversensing was still noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.